Event description:
It was reported by the affiliate that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, it did not staple or cut. Opened another device to complete the case. There was no consequence to patient. The device was discarded.